Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal foot plate never came out of the sheath when deploying the angio-seal device. The procedure being performed for the patient was a popliteal occlusion procedure. The reported event did not result in patient injury. Additional information was received on 17jun2025: hemostasis was achieved by using a second angio-seal device. The patient was stable. Additional information was received on 18jun2025: there was no blood loss during the procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device tip was cut and the carrier tube and sheath tips separated. The carrier tube contains the collagen and anchor. The complaint can be confirmed for a nondeployment device pullout. The device tip was cut, revealing the anchor and collagen were still present in the device. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).